Event description:
The guide wire tip separated and became lodged in the right coronary artery while being removed from the pt. The physician inserted the guide wire into the pt and attempted to advance the guide wire across the lesion site and it would not cross the lesion site. The physician attempted to remove the guide wire and pulled back and the distal tip segment separated and remained in the pt's right coronary artery. The physician attempted to snare the detached segment, but was not successful. The physician decided to stent the detached segment to the right coronary artery and placed two stents successfully. The pt status is good.